Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('can not see left coil any test') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("I got pregnant "). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarried at 16 weeks"), arthralgia ("joint pain"), migraine ("migraines"), immunodeficiency ("unable to fight aganst infection"), uterine inflammation ("inflamed uterus") and bone pain ("stabbing pain on hip bone"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, arthralgia, migraine, immunodeficiency, uterine inflammation and bone pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, bone pain, device dislocation, immunodeficiency, migraine, pregnancy with contraceptive device and uterine inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event hip bone pain added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('can not see left coil any test') and abortion spontaneous ('miscarried at 16 weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. In (B)(6) of 2013, the patient was found to have a pregnancy with contraceptive device ("I got pregnant "). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), arthralgia ("joint pain"), migraine ("migraines"), immunodeficiency ("unable to fight aganst infection") and uterine inflammation ("inflamed uterus"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) of 2014. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, arthralgia, migraine, immunodeficiency and uterine inflammation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, device dislocation, immunodeficiency, migraine, pregnancy with contraceptive device and uterine inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('can not see left coil any test') and abortion spontaneous ('miscarried at 16 weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("I got pregnant "). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), migraine ("migraines"), immunodeficiency ("unable to fight aganst infection") and uterine inflammation ("inflamed uterus"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, arthralgia, migraine, immunodeficiency and uterine inflammation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, device dislocation, immunodeficiency, migraine, pregnancy with contraceptive device and uterine inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from plaintiff fact sheet received. Event medical device removal was replaced with device dislocation. Events pregnancy with essure, device ineffective , abortion spontaneous, migraine, joint pain & immunodeficiency were added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.